Manufacturer narrative:
The investigation is ongoing. Pending device return.

Event description:
Per the field clinical specialist (fcs), during a transfemoral tavr procedure of a 23mm sapien 3 ultra valve, the balloon on the commander delivery system ruptured upon inflation during post dilation after interacting with heavily calcified sinotubular junction (stj) anatomy. The valve had been deployed with +1cc of volume. On the transesophageal echocardiogram (tee), there was observation of mild paravalvular leak (pvl) and aortic insufficiency (ai). The valve was post dilated with an additional volume. Most of the damaged balloon was pulled back into the esheath plus, but the nosecone of the commander delivery system was stuck. Eventually, the esheath plus and delivery system were able to be withdrawn as one unit with no patient injury. Per report, upon observation of the delivery system, it appeared that a piece of balloon was missing. The missing piece of balloon was unable to be located. Currently, there has been no reported patient injury. Per the report, the perceived root cause of the balloon rupture was the calcium at the stj level.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on investigation. The following sections of this report have been corrected/updated: d9 (device availability), h3 (device evaluated by manufacturer), h6 (component codes, type of investigation, investigation findings, investigation conclusions) and h10 (provide narrative/data). The commander delivery system was returned to edwards lifesciences for evaluation. The returned device was evaluated, and the following was observed: slight kink on guidewire balloon at the balloon shaft, balloon was radially burst from working length to distal shoulder, and distal wings were flared. It was noted that the distal shoulder and most of the working length of the inflation balloon were not returned. The inflation balloon single wall thickness was measured at the burst location. The measurement taken of the balloon single wall thickness found it met specification. Imagery was provided from the site and revealed calcification was present at the sinotubular junction (stj). During manufacturing, the device undergoes multiple 100% inspections. In addition, the work order underwent functional product verification testing on a sampling basis as a requirement for lot release. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported event. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the commander delivery system usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The events for balloon burst, difficulty withdrawing delivery system through the esheath+, and balloon separation were confirmed by visual inspection of the returned device. However, no manufacturing non-conformance was identified during the evaluation. Dimensional inspection of the returned balloon revealed that the balloon wall thickness was within specification. No visual abnormalities were observed on the returned sample. An existing technical summary written by edwards lifesciences has been documented for root cause analysis on balloon bursts in a calcified landing zone. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. As per imagery provided and reported information, there was a narrow sinotubular junction access combined with calcification at the junction. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. As the balloon was burst, the altered balloon profile can be more susceptible to catch on the distal end of sheath tip which would have then led to the experienced retrieval difficulty. As a result, additional pull force/excessive device manipulation could have been applied to overcome the withdrawal difficulty which then led to the reported balloon separation. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the event. The technical summary also outlines the instructions for valve deployment. It should be noted that these mitigations are still in place. Review of available information suggests that patient factors (calcification) contributed to the balloon burst while procedural factors (withdrawal of burst balloon, excessive manipulation) contributed to the withdrawal difficulty and separation. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No product risk assessment (pra) nor corrective or preventative actions are required.